Manufacturer narrative:
On 02-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced trauma to her breast, heard a pop, and it started deflating the next day. During the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 1.6 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. The patient¿s husband squeezed her breasts and she heard a pop from her right breast. Deflation of the patient¿s right breast prosthesis was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 575cc gel breast prostheses on (B)(6) 2020.